Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was hemolysis seen in two tubes. No patient impact reported. The following information was provided by the initial reporter: "there has been an increase in hemolysis in the 'heart intensive care.'"

Manufacturer narrative:
H.6. Investigation summary: bd received 2 samples for investigation. The customer samples were evaluated along with 100 retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to hemolysis were observed. Complaints for sample quality were not under statistical control for the month of august 2023 therefore additional clinical testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. The following fields have been updated with additional information. D.10. Device available for eval: yes d.10. Returned to manufacturer on: 24-aug-2023.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was hemolysis seen in two tubes. No patient impact reported. The following information was provided by the initial reporter: "there has been an increase in hemolysis in the 'heart intensive care.'"